Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during patient therapy in the intensive care unit. A 250cc bag of normal saline was set to infuse at 10cc/hr. When the alarm sounded that the infusion was complete there was approximately 200cc of normal saline left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.